Event description:
It was reported that there was a catheter kink. It was noted that the location of the catheter issue was the proximal segment and connector pin. It was reported that the cause of the issue was specified as patient¿s abdominal pocket where pump was sutured is obese and therefore pump moves in pocket. It was noted that a pump flip was suspected, but not confirmed. It was reported that the actions required as a result of the event included a revision/replacement. It was noted that the product issue was resolved. It was noted that the patient¿s status at the time of report was alive- no injury. It was reported that the patient had less than 50% therapy relief. It was noted that the location of the issue or symptoms was the device pocket. It was reported that the patient was not receiving effective therapy. It was noted that the healthcare provider (hcp) replaced the entire system when pocket was opened and catheter was kinked. It was reported that the hcp could not disconnect catheter from pump and appeared to have broken the connector pin. It was noted that the pump was used to infuse dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly. Analysis of the catheter, serial number (B)(4), found sc catheter connector damaged at explant.

Manufacturer narrative:
(B)(4).